Manufacturer narrative:
E1: initial reporter address : (b)6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the provided photographic samples shows the leak originating between the return luer connection and the patient catheter. The reported condition was verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating between the return luer connection and the patient catheter of a prismaflex st100 set during self-check while priming. No damage was noted to the patient catheter. The set was replaced. There was no patient involvement. No additional information is available.